Manufacturer narrative:
The investigation into the ventricle perforation and the patient death has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the ventricle perforation was most likely patient condition related and related to the patient's vertical heart and fragile myocardium; the patient death was not related to the abiomed device.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
A 34 year old male presented for impella support along with ECMO in japan. The patient was found down after ventricular fibrillation and arrest. The pump support was ongoing for multiple days when the pump was seen to be protruding from the left ventricle (lv) via a perforation in the tissue. The inlet part was in the lv therefore impella continued to support it. The patient condition was poor but, life-saving surgery considered and discussed. The team instead made the patient an dnr and the patient expired with underlying hypoxic encephalopathy.